Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male pt in his 60-70's, the device was intermittently unable to capture the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.